Manufacturer narrative:
Initial reporter information unavailable. Postal code information unavailable. A manufacturer representative tested the equipment at the site. The connections to the localizer were checked and the system was monitored. The system operated correctly. The system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the localizer was not connected intermittently. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: it was reported that the customer received instructions on how to reconnect the positioning sensor unit (psu) cable. Initial reporter provided. If information is provided in the future, a supplemental report will be issued.